Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is completse. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was at elective replacement indicator (eri). The device was then explanted and replaced with no issue. However, the device did not reach the estimated labeled longevity based on the crm product performance report. Additional information was received indicating that the system was taken by the hospital. This pacemaker is out of service. No additional adverse patient effects were reported.